Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced phrenic and diaphragmatic stimulation on the left ventricular (lv) lead. There was an increased and high threshold. The lead was capped and replaced. No further patient complications have been reported as a result of this event.